Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. Cause of death was died on her sleep. Other relevant history, including preexisting medical conditions: diabetic. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-1880, mmt-244a, mmt-342. Mmt-1880 was requested and customer response was the device will be returned. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No product return will be required for mmt-244a. No product return will be required for mmt-342.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As per correction(s) requested by medical safety: removed 1905 harm code due to bg value at the time of passing was unknown and hyperglycemia was not reported hence the cause of death was unknown and the customer had a history of diabetes for 10 years. At the time of the review for the reported death, severity 5, there is insufficient information available to determine the relationship of the device to the event, therefore it is unknown. Hence this case became not reportable.